Event description:
It was reported, during remote follow up. That, the implantable cardioverter defibrillator exhibited inappropriate therapy, due to incorrect interpretation of signal. The atrial lead exhibited under-sensing and noise. No intervention or symptoms were reported.